Manufacturer narrative:
Additional information: d9, h3, h6 & h11. H11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached. Visual inspection was performed and a broken occluder leg was observed. Leak, clear passage, and clamp function testing were performed, and a leak through the set due to a broken occluder leg was observed. The reported condition was verified. The cause of the broken occluder leg could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow with the twist clamp of the minicap transfer set closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.